Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a broken reservoir ring. Customer stated that the reservoir can no longer click in place. Customer thinks that this happened about 1 week ago due to usage. Customer was explained that the pump will be replaced. Customer's latest blood glucose was 97 mg/dl.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No broken off reservoir tube lip was noted. The test reservoir was locked/clicked in place.